Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that while operating at a cardiac arrest, an attempt to insert a 25mm ez io needle into the patient's right tibial tuberosity was conducted. Upon activating the driver, the needle just spun and did not grip and drill into the patient's bone. After a second failed attempt, the needle was changed and was successfully placed. The patient's death was not attributed to the equipment failure, per ems captain.

Manufacturer narrative:
(B)(4). The results of the investigation are not available at the time of this report.

Event description:
The customer alleges that while operating at a cardiac arrest, an attempt to insert a 25mm ez io needle into the patient's right tibial tuberosity was conducted. Upon activating the driver, the needle just spun and did not grip and drill into the patient's bone. After a second failed attempt, the needle was changed and was successfully placed. The patient's death was not attributed to the equipment failure, per ems captain.